Event description:
The customer reported that the ortho provue analyzer resulted a positive (1+) dat results as negative with a cord blood sample. The customer indicated that the image of the microtube appeared hazy. The gel card was visually inspected and found to be 1+ positive. No erroneous results were reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer (fe) arrived at the customer site and found that the probe piercing on the foil was off centered. The fe adjusted the probe to the center, replaced the cracked wash block and performed the associated wad diagnostics testing without any errors. Qc testing was acceptable. Repairs have returned this instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).